Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-jug-celect-perm. Summary of investigational findings: no device or imaging studies have been available. Unable to comment on alleged filter tilt without imaging and consequently, based on very limited information, the exact root cause for the alleged filter tilt cannot be determined. As reported in the published scientific literature, filter tilt is a known risk in relation to filter implant, and may happen during placement or during implanting period. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011 at (B)(6) medical center." Additional information received 12apr2016: [pt] only specifies that when he "discovered the risks and failures of the filter", he connected his symptoms to the filter. However, the records states, the filter was "deployed in the usual manner in an infrarenal location. It does tilt slightly towards the right side, but the hook is accessible for subsequent removal if this becomes desired." There have been no attempts to remove the device. Patient outcome: it is alleged that [pt] was injured without further explanation. Additional information received 12apr2016: injuries include tilt of filter. [Pt] also alleges increased anxiety and depression, fear, sleeplessness, fatigue, emotional frustrations, chest pains, racing heartbeat, shortness of breath and panic attacks.

Manufacturer narrative:
(B)(4). Igtcfs-65-jug-celect-perm. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011 at the (B)(6)." Additional information received 12apr2016: [pt] only specifies that when he "discovered the risks and failures of the filter," he connected his symptoms to the filter. However, the records states, the filter was "deployed in the usual manner in an infrarenal location. It does tilt slightly towards the right side, but the hook is accessible for subsequent removal if this becomes desired." There have been no attempts to remove the device. Patient outcome: it is alleged that [pt] was injured without further explanation. Additional information received 12apr2016: injuries include tilt of filter. [Pt] also alleges increased anxiety and depression, fear, sleeplessness, fatigue, emotional frustrations, chest pains, racing heartbeat, shortness of breath and panic attacks.

Manufacturer narrative:
(B)(4). Corrected data based on new information received: adverse event to product malfunction, serious injury to malfunction. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 03/21/2016 and is as follows: patient alleges that filter was placed via the jugular vein on (B)(6) 2011 for dvt in right leg and massive pe (both lungs). Patient alleges that outcomes attributed to device include: tilt. Patient also alleges complaints of anxiety, depression, fear, sleeplessness, fatigue, emotional frustrations, chest pain, racing heart rate, shortness of breath, and panic attacks. Patient alleges no attempts to retrieve device.

Manufacturer narrative:
(B)(4). As catalog # is unknown it could be either k061815, k073374 or k090140 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011 at the (B)(6)." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer reference # (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, anxiety, racing heart rate, shortness of breath, pain¿. Cook will reopen its investigation if further information is received. Unknown if the reported anxiety, racing heart rate, shortness of breath and pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No device or imaging studies have been available. Unable to comment on alleged filter tilt without imaging and consequently, based on very limited information, the exact root cause for the alleged filter tilt cannot be determined. It is noted that the filter "deployed in the usual manner in an infrarenal location. It does tilt slightly towards the right side, but the hook is accessible for subsequent removal if this becomes desired". Also, it cannot be determined, if any of the reported symptoms (increased anxiety and depression, fear, sleeplessness, fatigue, emotional frustrations, chest pains, racing heartbeat, shortness of breath and panic attacks due to filter tilts) are related to the filter or the filter performance. It is noted, that the plaintiff is "not currently seeing a healthcare provider for any bodily injuries or symptoms related to the filter". As reported in the published scientific literature, filter tilt is a known risk in relation to filter implant, and may happen during placement or during implanting period. A reference is made to the instructions for use: in potential adverse events are mentioned: damage to the vena cava; pulmonary embolism; filter embolization; vena cava perforation; vena cava occlusion or thrombosis; hematoma at vascular access site; hemorrhage; infection at vascular access site; death.